Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist in japan, approximately 3 and a half years following a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 valve, a transcatheter heart valve (thv) valve in thv valve procedure was performed due to stenosis, with the patient reported as symptomatic with fatigue prior to the intervention. Prior to the valve in valve intervention, the reported mean/peak gradients were 35 - 50 mmhg. Valve area/index information was reported as unknown. The valve in valve procedure was performed successfully. The patient was in stable condition following the procedure.